Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 400.834s, lot: l709150: manufacturing site: bettlach, release to warehouse date: 03. January 2018, expiry date: 01. December 2027 a manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. The complained screw in the sterile set was manufactured in synthes us: part: 400.834.05, lot: h515588: manufacturing location: monument, manufacturing date: 30-nov-2017 part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h515588 (non-sterile), lot quantity: 235: work order traveler met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. Component part(s) reviewed: 21015, tialnbri4.00, lot number: h288739, lot quantity: 3,408 lbs.: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: one broken cranial-screws plusdrive ø1.6 self-drill l4 was received for investigation.shaft is broken after second thread and is not returned. Received condition of device matches with complaint description. Overall complaint is confirmed. Dimensional inspection: dimensional inspection was performed on the received devices at us customer quality. Diameter of screw head was measured and is within specification per relevant drawing. Drawing/specification review: the relevant drawings were reviewed. Material analysis: raw material receiving/put away checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Overall this complaint is confirmed. Summary: the investigation shows that screw is in used condition as the cross recess show marks and displaced material from screw drivers. The fracture surface is homogeneous and shows the typical appearance of a forced rupture. The low profile neuro instructions for use IFU se_530940 contains the following warning note: ¿these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique)." The exact root cause of this event cannot be determined. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an excision of brain tumors surgery on (B)(6) 2019. During the procedure, upon opening the packing of a cranial screw, it was noted to have a broken or damaged screw. Thus, the surgeon used another screw to complete the procedure. There was no surgical delay. There was no adverse consequence to the patient. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).